Manufacturer narrative:
Customer has indicated that the product will not be returned to orthopediatrics for investigation.

Event description:
Surgical removal of bilateral pedinail was performed to remove the left 7x30 and right 7x30 intramedullary nail as part of the standard surgical practice. Both nails broke at the most proximal distal screw upon removal.